Manufacturer narrative:
The device was returned for evaluation. The corkscrew portion of the device is broken off at the base. It has been in use for approximately 5 years. Stress overload is possible cause, but we cannot confirm.

Event description:
Allegedly, the doctor was performing a myomectomy procedure when the tip of the myoma fixation instrument broke off in a fibroid. The doctor removed the fibroid that encased the broken piece and completed procedure. The hospital reported there was no injury to the patient.